Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report. See associated medwatch #6000048-2007-00205.

Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography using a stonetome (patient and gender unk), the "the cutting wire broke". The physician had used a bsc microknife to cut the papilla when the needle broke off and was retrieved. The stonetome was then used when its' cutting wire broke. The procedure was completed successfully with another stonetome device. The patient's condition was reported as "fine".